Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a cementless unicompartmental left knee arthroplasty had been performed on (B)(6) 2021, the patient start experiencing pain at the knee. Lateral x-rays performed two (2) months postoperatively appear to demonstrate a mal-positioned tibial tray. Lateral x-rays performed five and half (5.5) months postoperatively revealed a tibial tray subsidence and the partial fracture of the anchor component. A revision surgery was performed on (B)(6) -2022 to treat this adverse event. During this procedure, all the uka components were explanted and replaced with a full tka system. The patient's outcome is unknown.

Manufacturer narrative:
H10. Additional information was added in h7 and h9. H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the engage surgical instructions for use for the device, lists obesity or overweight of the patient and high level of activity, individually or together, as a risk factor that may cause excessive loading of the affected prosthesis, exposing the patient to greater risk of a partial knee arthroplasty failure. Therefore, the surgeon¿s conclusion of poor patient selection and the mal-positioned implant as well as the ¿lots of hiking¿ as reported by the patient are likely contributing factors to the fracture of the tibial anchor and subsidence of the tibial tray. It cannot be concluded that the reported events are associated with a malperformance of the implant. The patient impact beyond the pain and subsequent revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events, however, no commonalities that would suggest a device deficiency were found. A review of the instructions for use documents for engage partial knee system revealed in the postoperative care section that periodic follow-up and x-rays are recommended to make comparisons with the immediate postoperative condition and identify implant displacement, loosening, etc. Excessive physical activity, and operated limb traumas may cause early failure of the arthroplasty through implant displacement, fracture and/or wear. If the case occurs, it is necessary to place the patient under supervision, evaluate the possible progression of the deterioration, and weigh the benefit of early revision. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgeon patient selection, post operative care and/ or patient condition. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the engage surgical IFU for the device, lists obesity or overweight of the patient and high level of activity, individually or together, as a risk factor that may cause excessive loading of the affected prosthesis, exposing the patient to greater risk of a partial knee arthroplasty failure. Therefore, the surgeon¿s conclusion of poor patient selection and the mal-positioned implant as well as the ¿lots of hiking¿ as reported by the patient are likely contributing factors to the fracture of the tibial anchor and subsidence of the tibial tray. It cannot be concluded that the reported events are associated with a malperformance of the implant. The patient impact beyond the pain and subsequent revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for engage partial knee system revealed that periodic follow-up and x-rays are recommended to make comparisons with the immediate postoperative condition and identify implant displacement, loosening, etc. Excessive physical activity, and operated limb traumas may cause early failure of the arthroplasty through implant displacement, fracture and/or wear. If the case occurs, it is necessary to place the patient under supervision, evaluate the possible progression of the deterioration, and weigh the benefit of early revision have been identified as postoperative care. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Assessment of historical escalated cases concluded that a similar event was identified and determined that the primary root cause is insufficient surgeon and medical education training program. Furthermore, there were limited resources available to engage to complete a more detailed surgeon training program. The following actions will be performed: build robust sales training and medical education program for engage products, deliver training to active surgeon users and hold quarterly surgeon training events. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, surgical technique used, size of device, user/procedural variance, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.